Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.3 cc in nl1 each side, 0.7 cc in nl2,3 each side, 0.2 cc in lips and 0.5 cc into chin using juvéderm® ultra plus xc. Patient developed bruising and necrosis around area of the lips, nasolabial fold and chin. Next day, dissolving filler at lips total 3x. Next day, dissolving filler at same area. They noticed bruise spot and dyshidrotic eczema at under lower lip. Symptoms are on-going.